Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The physician advanced the 3.00x24mm promus element plus stent delivery system (sds) to the distal right coronary artery (rca); however, the device was unable to cross the lesion. When the physician attempted to the remove the sds, resistance was encountered and when the device was removed, it was noted that the proximal end of the stent was lifted. The lesion as dilated again and then the procedure was completed with a different device. No patient complications were reported and the patient¿s current condition is good.